Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the clinical application screen was partially cut off on the right hand side of the monitor. Troubleshooting: power cycled the monitor, no effect. The representative was able to consistently bring up the collapsed menu bar, but hitting any softkey, after that had no response. Confirmed the monitor led would flash every time the representative touched a soft key button. Reported the site had a non-medtronic video cable connecting the monitor to the computer. There was no patient involvement.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: adapter 9736408 usbc to hdmi video svc h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.